Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a potential root cause could be that the lens stayed too long outside of the vial and started to dry which caused the curvature of the lens. (B)(4).

Manufacturer narrative:
(B)(4) no consequences or impact to patient. Device code: doctor did not like curvature of lens. (B)(4) lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. No conclusion can be drawn: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon looked at a 12.6mm micl12.6 implantable collamer lens under the microscope and stated she did not like the curvature of the lens. The lens was not loaded or used and there was no patient contact. The backup lens was implanted. The reporter stated the surgeon felt there was something wrong with the lens.